Manufacturer narrative:
This occurred in japan. As allowed by exemption# e2012008, heraeus kulzer llc (the importer) is submitting the report on behalf of heraeus kulzer gmbh (the manufacturer).this is a serious injury (as defined in 21 cfr section 803.3) as the patient reported having an adverse reaction. Because the malfunction allegation could not be confirmed, the cause of the adverse reaction could not be determined. This incident is being reported to maintain compliance with 21 cfr 803 and out of an abundance of caution. Directions for use indicate rubber dam use is required. Isolation of the patient's soft tissue was inadequate.

Event description:
Female patient's gum turned brown after application of gluma desensitizer by a staff member. Isolation was inadequate. Steroid or antibiotic ointment was recommended.